Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
It was reported that while using day aligners, the patient had lower teeth feel like they have become progressively more loose within the last five days. The patient was advised to rest wearing.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.